Manufacturer narrative:
Kaz USA, inc. Has requested that the product be returned to our company for testing, but it has not yet been received.

Event description:
A consumer reported that her 11-year-old son sustained second-degree burns on his lap from hot water that spilled from the personal steam inhaler. She stated that her son picked up the unit to use it, and it unlocked, spilling hot water onto the child, resulting in his injuries. Medical intervention was sought at a hospital. The instructions for proper use have clear warnings that state "keep out of reach of children", "caution: never move the appliance while in use. It can spill hot water if tilted, shaken or tipped over causing injury or burns", as well as "allow the appliance to cool for at least 20 minutes before moving or refilling it". Kaz USA, inc. Has requested that the product be returned to our company for testing.